Event description:
Boston scientific received information that a loss of capture (loc) that resulted in asystole for two seconds observed during a routine device check. There were no adverse patient effects. Programming changes were made to increase outputs to resolve issue. All other measurements were stable.

Manufacturer narrative:
The device remains in service with programming change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.